Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to downstream and upstream occlusion seal and sensor damage. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. The dso and uso sensors and seals were replaced and the device passed all testing.

Event description:
It was reported that the device had a flashing red alarm with an error message stating ¿cassette not locked.¿ additionally, the device experienced a constant ¿key stuck¿ alarm, and the power button would not power off the device. There was no patient involvement and no harm.